Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had stimulation in the wrong location in the rectum and uncomfortable stimulation. The patient had severe pain in the rectum. This was due to a sudden change on (B)(6) 2016. The patient thought they may have accidentally switched programs. The patient was on program 4 and thought they were on program 3. The patient did decrease the setting by 5 clicks. The patient confirmed therapy was turned on. There were no trauma or falls that could be related to the issue. The patient did have some prior issues with the rectum including boil and hemorrhoids. The patient wanted to check with their health care provider (hcp) before switching programs. The patient would have an appointment to see their rectal specialist on (B)(6) 2016. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.